Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that after replacing the I/o (input/output) board because the device did not change the battery anymore, the charging circuit of the delta is functional. However, during battery mode the device displays a battery capacity of 100 percent for the entire operating time before the monitor shuts down indicating a power fail. There was no patient injury reported. (B)(4).